Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the catheter deflection knob appeared to be loose with no tactile feedback, indicating damage to the device's internal pull-wire. No further relevant visible damage was observed. The device handle, curve locking mechanism, and shaft appeared to be intact. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the likely root cause is a damaged deflection mechanism as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: ¿ do not attempt to operate the catheter prior to completely reading and understanding the applicable instructions for use. ¿ do not submerge the proximal handle or cable connector in fluids; electrical performance could be affected. ¿ always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the device. ¿ do not use excessive force to advance or withdraw the catheter. Careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. ¿ use both fluoroscopy and electrograms to monitor the advancement of the device to the area of the endocardium under investigation to avoid vascular or cardiac damage. ¿ tactile feedback of reprocessed devices may vary during use. Storage and handling: ¿ prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that physician was using a reprocessed device and noticed that the steering knob was too loose out of the box. There was no patient injury or medical intervention and extended procedure time reported was minimal. These are commonly used devices that are readily available.